Event description:
Info received indicates the right head siderail is not latching.

Manufacturer narrative:
The technician found the top for a medical needle blocking the siderail latching mechanism. He removed the obstruction to repair the bed.